Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Concomitant medical products: concomitant micro clave connector was used.

Event description:
The customer reported a leak of fentanyl where the non bd connector is attached to the syringe pump tubing while connected to an intubated patient. There was no patient harm.

Manufacturer narrative:
The report of leaking at the connection of a non-bd connector to the syringe tubing was confirmed. Visual inspection showed no anomalies. During functional testing a small leak was observed around the threads of the male end of the connector and slowly leaking from its connection to the female end of the tubing. The male terminus of the connector and the female terminus of the tubing were verified to be within iso specification. Magnified inspection did not reveal any cracks or other indications of a leak source. The root cause of the leak was not determined.

Event description:
The customer reported a leak of fentanyl where the nonbd connector is attached to the syringe pump tubing while connected to an intubated patient. There was no patient harm.

Manufacturer narrative:
Additional information: previously submitted supplemental MDR unintentionally skipped follow up 1. This supplemental is intended to fill that gap. The following fields were updated: g. Report source: user facility. H.6 imdrf coding - a0504, e2304, f26,.

Event description:
The customer reported a leak of fentanyl where the nonbd connector is attached to the syringe pump tubing while connected to an intubated patient. There was no patient harm.